Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 152 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump alarmed no delivery after the customer primed their new infusion set for a second time. The customer also stated their insulin pump did not alarm no delivery with a manual prime. Customer was able to resolve the no delivery alarm by changing the reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.